Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 co2 would not flow through the blunt tip trocar or the hemopro 2 device. A new device was used to complete the procedure. There was no delay. There was no patient harm.

Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section d-4: from "vh-4000" to "00607567700406"the device was returned to the factory for evaluation on 08/21/2024. An investigation was conducted on 09/04/2024. Both the harvesting device and cannula was returned for evaluation. The btt was not returned for evaluation. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the intact harvesting device. There were no visual defects observed on the intact cannula or intact c-ring. The cannula was evaluated for the presence or absence of air flow through the distal insufflation tube using a cannula with the help of calibrated uson (ID 14332). A reference endoscope was inserted into the complaint device and evaluated for air flow. The device passed the air flow test, the co2 insufflation path on the complaint unit was open and unobstructed. The value displayed was 2017 sccm, which is within the specified acceptable range of 2000sccm-4500sccm (mpi2051005 rev. Aq step 9). Based on the condition of the device, the reported failure "improper flow or infusion" was not confirmed, the lot # 3000402978 history record review was completed. There was one (1) ncmr , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.